Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. DHR trend summary: review of all complaints for the period of sep/2021 through aug/2023 related to mfg date and found no adverse trend in the event rate in regards with the reported event.

Event description:
Patient reported left side "infection (late onset)," "swelled up twice the size of right breast," and "pain." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of infection (late onset) is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infection (late onset), pain, edema.

Event description:
Patient reported left side "infection (late onset)," "swelled up twice the size of right breast," and "pain." Device has been explanted.